Event description:
It was reported that the patient had infection. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were explanted due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.